Manufacturer narrative:
Patient demographics unable to be obtained. One fogarty embolectomy catheter was received by our product evaluation laboratory for a full examination. The report of catheter burst was confirmed. As received, the balloon was found to be ruptured at central area and balloon edges did not appear to match at the ruptured region. Both windings were intact. No other visible damage was observed from the catheter body and windings. Through lumen was patent without any leakage or occlusion. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing/design defect. As part of the manufacturing process the units go through balloon and winding inspection process. The IFU was reviewed and it indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, right after insertion, the balloon of this embolectomy fogarty catheter burst. There was no allegation of patient injury. The device was available for evaluation. As per evaluation results, the balloon was found to be ruptured at central area. Balloon edges did not appear to match at the ruptured region.